Event description:
It was reported a cerebral vascular accident (cva) occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2023, the patient experienced aphasia and was admitted to the hospital where they were diagnosed with a cva. After an unreported interval, the patient recovered and was discharged. Computed tomography angiography is scheduled to take place to determine the etiology of the cva. It was further reported the patient experienced a transient ischemic attack (tia) and not a cva as previously reported. The aphasia and tia during an office visit with an advanced practice provider. The aphasia lasted less than thirty minutes. The aphasia and tia resolved without intervention. The patient was discharged the same day they were admitted to the hospital and were instructed to begin apixaban.

Manufacturer narrative:
B5: event description updated. D1-d4: suspect medical device updated. F10: patient codes updated. G1: manufacturing site updated. H4: device manufacture date updated. H6: patient codes updated.

Event description:
It was reported a cerebral vascular accident (cva) occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced aphasia and was admitted to the hospital where they were diagnosed with a cva. After an unreported interval, the patient recovered and was discharged. Computed tomography angiography is scheduled to take place to determine the etiology of the cva.